Manufacturer narrative:
Further information was requested but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2025 and was discharged with oxygen and antibiotics. On (B)(6) 2025, the patient presented in clinic with a fever and was admitted to the hospital for an infection involving the implantable cardioverter defibrillator (ICD). He was discharged on (B)(6) 2025 with oxygen and antibiotics. The patient is recovering from the infection.

Manufacturer narrative:
Section b1: "product problem" should not have been selected as there was no alleged malfunction on the implantable cardioverter defibrillator (ICD). Section b2: "required intervention to prevent permanent impairment/damage (devices)" should have been selected.

Event description:
New information received indicated that the patient experienced general weakness and congestive heart failure (chf) since the initial implant of the ICD. The patient was discharged from the hospital.